Event description:
Reporter indicated that vns pt developed symptoms of infection at the generator site. It was reported that the pt's chest area was red, swollen and warm to the touch. Treating neurosurgeon indicated that the pt had mild edema at the left anterior chest wall and that he believed that the pt's family member was "hypervigilant" regarding this issue. There was reportedly no drainage and the family member denied fever. A 14-day course of oral antibiotics (augmentin) was prescribed. The pt's family member later reported that upon completion of the antibiotic therapy, the pt continued to have drainage from the chest incision site. This information conflicts with what was previously reported by the treating neurosurgeon. Investigation to date has been unable to confirm whether or not an infection was present.